Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that her blood glucose is 372 mg/dl because her insulin pump is not working correctly. Customer stated that the insulin pump was constantly alarming no delivery. Customer stated that she change the reservoir and the infusion set, but does not want to return then for analysis. Nothing further was reported.